Event description:
Pt had prostate surgery at hosp. Then pt had 28 radiation treatments. Ever since that time pt has been lightheaded (dizzy) with very tender feet and has to urinate 5 or 6 times a night.